Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. As per standard aseptic technique protocol, windows and draughts should be kept closed to reduce draughts and prevent sudden movement, which might cause air disturbances. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The cause of the breach in aseptic technique was further described as ¿pd was conducted when the window was opened¿. It was reported that the patient visited the hospital due to the cloudy pd effluent however, it was not reported if the patient was admitted. Treatment was not reported. At the time of this report, the patient was recovering and physioneal/extraneal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.